Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, leaking from housing. It was reported this occurred with seven devices. This report addresses all seven devices. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is confirmed and was determined to be supplier related. Seven 22g x 0.75in safestep infusion set were returned for evaluation. An initial visual observation revealed that all samples exhibited use residue, had the safety mechanism activated, and showed an indent in the adhesive application site. A microscopic observation revealed bubbles in the adhesive fillet within the needle housing in all samples. When pressurized and flushed with dye water, samples 1, 2, 3, 4, 5, and 7 revealed a leak where the needle exits the housing. These findings suggest the inadequate adhesive application within the needle housing caused a compromised seal, leading to leakage under pressure. This complaint will be recorded for future trending and monitoring purposes.